Event description:
During a surgical procedure, an endopath ets flex 45 endoscopic articulating linear cutter, manufactured by ethicon endo-surgery, misfired and jammed shut. A second device of the same kind was used to finish the case.